Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on this right ventricular (rv) lead. During the lead revision procedure it was noted that this lead was effected by subclavian crush. The lead was removed and replaced. There were no adverse patient effects.